Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had expose to moisture. Customer's blood glucose level was 5.3 mmol/l. Customer had just went to change the battery and there was no power. Customer was n swimming and now there was no power either also there might had been expose to moisture. Customer reported there was fluid in the battery compartment. Customer stated o ring was in place and battery cap was not damaged. Customer stated that the home screen did not appear on the display. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.